Event description:
Analysis for the returned portion of the lead was approved. No obvious anomalies were noted with the lead. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks were performed, and no discontinuities were identified with the returned portion of the lead. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a prophylactic full revision surgery. It was later reported that the patient's lung collapsed during surgery, requiring the patient to be hospitalized for 5 days following the completion of the surgery. The lung collapsed while the surgeon was removing the patient's old lead. The surgeon later reported that the patient's event was caused by barotrauma from the ventilator that was used during the surgery. There was no sign of a pleura or lung problem aside from the bilateral pneumothoraces identified during surgery. The patient reportedly had not had a prior lung surgery and was not known to have a preexisting lung condition. The surgeon noted that when he spoke with other medical professionals, they determined that the cause was not due to the vns placement itself, but damage from the laryngeal mask airway ventilation, as it appears the patient's ventilation pressures were adjusted several times during surgery. The surgeon had seen the patient and his mom informally since the surgery and subsequent hospitalization, and the patient was reportedly doing well. The mother had not reported any additional issues to the surgeon since. Both the explanted lead and generator were returned to the manufacturer for analysis. Analysis for the generator was approved. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis on the lead has not been approved to date. No additional relevant information has been provided to date.